Event description:
It was reported that balloon rupture occurred. The 1.20mm x 8mm emerge¿ balloon catheter was advanced for dilatation. However, on unknown inflation at unspecified atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).